Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was updated to be due to the colonization of the non-baxter peritoneal dialysis (pd) catheter by staphylococcus aureus (onset date not reported). As the source of the pd catheter infection is unknown, the baxter products cannot be excluded from contributing to this peritonitis event; therefore, the cause of the peritonitis will be assessed as unknown. Twenty days after the initial onset of the event, treatment with ceftazidime, cefazoline, moxifloxacin and fluconazole was discontinued. The same day physioneal therapy was discontinued and the pd catheter was removed and replaced with a new pd catheter. At the time of this report the patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the previously event of peritonitis was amended to bacterial peritonitis. On an unreported date, the patient began treatment with oral moxifloxacin 400 mg, once daily and oral fluconazole 200 mg, once daily for the event. Treatment with moxifloxacin and fluconazole was ongoing. At the time of this report the patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by slight abdominal pain and cloudy effluent. The same day, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. The same day as onset, the patient started treatment with intraperitoneal (ip) ceftazidime 300 mg per bag (frequency and duration not reported) and ip cefazoline 300 mg per bag (frequency and duration not reported). At the time of this report, the patient outcome of this peritonitis event was unknown. One day after admission to the hospital, the patient was discharged, maintaining the treatment at home. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Five days prior to the receipt of this report, the patient restarted physioneal therapy via automated peritoneal dialysis. Physioneal therapy is ongoing. At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.